Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted covering the aneurysm neck. Seven months post procedure, the patient's artery was >50-75% stenosed with no clinical consequences presentation associated. No additional information available.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted covering the aneurysm neck. Seven months post procedure, the patient's artery was >50-75% stenosed with no clinical consequences presentation associated. No additional information available. Update : received additional information on 26-mar-2023 stated that the patient has stroke on 12-nov-2022 and the event stop dated on 25-nov-2022 as the patient has forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the event stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt).

Manufacturer narrative:
Section b5: executive summary - updared - received additional information on 26-mar-2023 stated that the patient has stroke on (B)(6) 2022 and the event stop dated on (B)(6) 2022 as the patient has forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the event stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt).

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 'at 7m post-procedure, the parent artery stenosis was observed >50-75% on angiograph per site, but no clinical presentation associated with. Both mrs & nihss as 0 as now (7 months post-procedure), the subject didn¿t experience any new adverse events or changes to existing adverse events since the last visit as now'. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient parent vessel stenosis.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted covering the aneurysm neck. Seven months post procedure, the patient's artery was >50-75% stenosed with no clinical consequences presentation associated. No additional information available.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted covering the aneurysm neck. Seven months post procedure, the patient's artery was >50-75% stenosed with no clinical consequences presentation associated. No additional information available. Update : received additional information on 26-mar-2023 stated that the patient has stroke on (B)(6) 2022 and the event stop dated on 25-nov-2022 as the patient has forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the event stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt). Update: received additional information on 16-jun-2023 that adverse event #2 ( cortical ischemia (on the right small cortical ischemia) was reactivated. Ae2 start date is (B)(6) 2022. The site was confirmed that the event has a probable relationship with the procedure and unlikely relationship with the subject device. No treatment was required, and the adverse event was recovered/resolved on 14-mar-2023. MRI revealed the right small cortical ischemia. No additional information available. Update: received additional information on 16-aug-2023 stated that that adverse event #2 ( cortical ischemia (on the right small cortical ischemia) has causal relationship with the procedure and a possible relationship with the subject flow diverter stent based on cec (clinical events committee) adjudication. Also, the patient had stroke (forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress). The adverse event had a possible relationship with subject flow diverter stent and with dapt (dual anti-platelet therapy) based on cec (clinical events committee) adjudication. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 'at 7m post-procedure, the parent artery stenosis was observed >50-75% on angiograph per site, but no clinical presentation associated with. Both modified rankin scale (mrs) & national institute of health stroke scale (nihss) as 0 as now (7 months post-procedure), the subject didn¿t experience any new adverse events or changes to existing adverse events since the last visit as now'. Additional information received on 26-mar-2023 stated that the patient experienced for stroke (adverse event 3) as the patient has forgotten to take medicine ((klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt). Additional information was received on the 16 june 2023 "the ae#2 cortical ischemia on the right small cortical ischemia was reactivated with unlikely related to the study device". Additional information received on 16-aug-2023 stated that ae#2: cortical ischemia (on the right small cortical ischemia) updated relationship to procedure from probable to causal and relationship to evolve device from unlikely to possible and ae#3: stroke (forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress updated relationship to subject device from no to possible and relationship to dapt from causal to possible. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 'at 7m post-procedure, the parent artery stenosis was observed >50-75% on angiograph per site, but no clinical presentation associated with. Both modified rankin scale (mrs) & national institute of health stroke scale (nihss) as 0 as now (7 months post-procedure), the subject didn¿t experience any new adverse events or changes to existing adverse events since the last visit as now'. Additional information was received on the 16 june 2023 "the ae#2 was reactivated with unlikely related to the study device". Ae#2: cortical ischemia (on the right small cortical ischemia). Additional information received on 26-mar-2023 stated that the patient experienced for stroke (adverse event 3) as the patient has forgotten to take medicine ((klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt). Further information was received 26-mar-2023 stated that ae#3 (stroke (forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted covering the aneurysm neck. Seven months post procedure, the patient's artery was >50-75% stenosed with no clinical consequences presentation associated. No additional information available. Update : received additional information on 26-mar-2023 stated that the patient has stroke on (B)(6) 2022 and the event stop dated on (B)(6) 2022 as the patient has forgotten to take medicine (klopidogrel and arpirin) for a week because of under the stress. The site was confirmed that the event stroke was not related to the procedure or the subject stent device but causal related to dual antiplatelet therapy (dapt). Update: received additional information on 16-jun-2023 that adverse event #2 ( cortical ischemia (on the right small cortical ischemia) was reactivated. Ae2 start date is (B)(6) 2022. The site was confirmed that the event has a probable relationship with the procedure and unlikely relationship with the subject device. No treatment was required, and the adverse event was recovered/resolved on (B)(6) 2023. MRI revealed the right small cortical ischemia. No additional information available.